Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose was 43 mg/dl at the time of incident. The customer did not provide details on symptoms related to the low blood glucose levels. However, customer was treated for their glucose levels with glucose tablet. Customer was able to run test on transmitter and the test was pass. Customer also stated that she was having some trouble with auto mode during the sensor issues. Customer troubleshoot was performed for low blood glucose levels. The insulin pump will not be returned for analysis.